Manufacturer narrative:
Patient's weight unavailable.

Event description:
A lead extraction procedure commenced to remove 2 leads, a right atrial (ra) and right ventricular (rv) lead due to non function. Using a spectranetics lead locking device to provide traction and a 12f glidelight laser sheath, the ra lead was successfully extracted. The physician then moved to the rv lead, using a 14f glidelight device. He was able to get to the superior vena cava (svc)/innominate junction when progress stalled. The physician switched tools to a spectranetics tightrail rotating dilator sheath. When reaching the svc/ra junction, the patient's blood pressure dropped. Rescue efforts began immediately, including rescue balloon and sternotomy. An svc/innominate tear was discovered; the svc portion of the tear was approximately 2 inches and the innominate tear was approximately 1 1/2 inches. The repair was successful, the rv lead was removed and the patient survived the procedure. There was no alleged malfunction of any spectranetics device in use during the procedure.